Event description:
It was reported that, when connecting the balloon to the console to the cardiosave intra-aortic balloon pump (iabp) device reports a fiber optic sensor failure error. Despite several attempts to try to resolve the problem, the counterpulsion could not be started. Decision to change the balloon. The new balloon works immediately but the time lost in changing the balloon does not save the patient. The patient goes into cardiac arrest and dies despite the resuscitation measures implemented. There was no malfunction on the iabp. The patient death did not attributed to the iabp. A separate report will be submitted for the iab.

Manufacturer narrative:
Updated fields: h6 (health effect - clinical code, type of investigation), component codes, health effect - impact codes), h10, h11. Corrected fields: h4, h6 (medical device code problem). The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted.

Manufacturer narrative:
There was no malfunction reported on iabp. If any additional information becomes available we will submit a supplemental report. Not returned to manufacturing.

Event description:
It was reported that, when connecting the balloon to the console to the cardiosave intra-aortic balloon pump (iabp) device reports a fiber optic sensor failure error. Despite several attempts to try to resolve the problem, the counterpulsion could not be started. Decision to change the balloon. The new balloon works immediately but the time lost in changing the balloon does not save the patient goes into cardiac arrest and dies despite the resuscitation measures implemented. There was no malfunction on the iabp. The patient death did not attributed to iabp. A separate report will be submitted for the iab.